Event description:
Allegedly, the patient was revised due to pain, possibly high cocr levels. The patient is very active and has broken a previous neck in 2012. Dr. (B)(6) have been informed that this neck has been taken off the market. Additionally, they have been urged to remove the current neck for that reason. In surgery the head, neck and sleeve came off as one. The cup was replaced with a stryker cup and a dual mobility, our 28mm head and a long straight neck was used also.